Event description:
A center director reported that ten days following uneventful bilateral lasik, the pt reported rainbow glare in the right eye. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).